Manufacturer narrative:
The device was returned to shockwave medical inc. For evaluation. The device was received with the guidewire still positioned within the balloon. Examination of the returned product confirmed that the balloon had detached from the catheter, and the emitter assembly was displaced into the outer shaft. The introducer sheath (6f) used during the procedure was also returned for analysis. Visual inspection identified no damage to the catheter tip or balloon surface. However, the inner member was observed to be stretched and distorted. All emitters, as well as the distal and proximal marker bands, were present and accounted for. The emitters exhibited signs of wear consistent with use. It was reported that a 6f introducer sheath was utilized with an 8.0 mm balloon catheter. Per device labeling (lbl 63791 rev. B), an 8.0 mm balloon is indicated for use with a 7f introducer sheath, representing off label use. Based on the investigation findings, the reported event of balloon detachment was confirmed. The observations suggest that the use of a smaller-than-recommended introducer sheath may have contributed to increased resistance during device withdrawal. Based on the reported information, the root cause of the detachment of the balloon and difficulty to remove could not be confirmed however; it is likely that this resistance, combined with applied withdrawal force, contributed to separation of the balloon from the catheter. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was being used to treat in-stent restenosis (isr) using two 8 x 60 mm kissing balloons. The balloons were advanced and therapy was completed without reported issues. Access was obtained through the left common femoral artery (cfa), which was noted to be calcified. Some difficulty was encountered during sheath insertion. At the end of the procedure, the physician experienced resistance while attempting to remove the left-sided balloon catheter. The balloon was deflated again, and the catheter was withdrawn with additional effort. After removal, it was observed that the balloon was no longer attached to the catheter, and the distal marker band was also missing. Fluoroscopy was used to locate the detached components, which were identified at the distal end of the sheath in the left cfa, still on the guidewire. The guidewire was snared via right femoral access and externalized to create a rail system. A 150 cm catheter was then advanced from the right side to push the retained balloon material into the left-sided sheath, allowing it to be captured. It was reported that the sheath, balloon material and marker band, were successfully removed. No additional treatment was required, and no patient harm or adverse clinical outcomes were reported. The physician noted that the difficulty with device removal may have been related to sheath tortuosity and increased friction during withdrawal.